Manufacturer narrative:
Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling stimulation in their belly and an x-ray showed that the lead had moved laterally. A lead revision occurred. After the revision the representative thought that the patient felt stimulation at 12.5 ma but the patient might have been under anesthesia. The patient called the representative and reported that they reached 20.5 ma and weren't feeling stimulation; the representative planned on meeting the patient for troubleshooting. The patient's impedances were around 600 ohms. The potential for lead placement issue was discussed since the current was obviously getting through up to 20.5 ma before the patient received "settings not available". No further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the cause wasn't determined and more contacts were programmed on the lead. No further complications reported.